Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 89 compared to the lab's 142mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.